Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensing in a pacer-dependent patient, resulting in pacing inhibition. The device was previously reprogrammed to least; however, the oversensing remained. The device and lead were explanted and a competitive system was implanted. The device and lead were returned for analysis.